Event description:
It was reported that during a laparoscopic gastric sleeve procedure, the surgeon was using the third green reload and fired across the stomach tissue using seamguard buttressing. When he removed the device and observed the staple line the staples had fired completely. On the patient side the staples were malformed in various shapes and the two staples by the knife blade were formed correctly. There was bleeding and the surgeon over sewed the staple line. He then used the same device with three more green reloads firing over seamguard buttressing and completed the case. There was no patient consequence reported. The device was discarded at the account.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.